Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on a dimension rxl max with hm instrument. One discordant result (sid (B)(6)) was reported to the physician(s); the other (sid (B)(6)) was not reported to the physician(s). The samples were rerun on the same instrument and resulted lower. One sample was also rerun on an alternate instrument and resulted lower. The lower results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluating the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist discovered that the sample tubes were not being centrifuged according to the tube manufacturer's specifications. The cause of the discordant, falsely elevated troponin results is unknown. The cause of the sample tubes being run outside of the tube manufacturer's specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.